Manufacturer narrative:
It was reported that during an emergent placement (during an in-flight cardiac arrest) a patient was intubated with a 7.5mm endotracheal tube. Intubation was completed and the cuff was inflated with 7ml of air. The crew noted that the cuff would not stay inflated, bougie was placed and the tube was exchanged successfully however the patient ultimately passed away. The sample was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that during an emergent placement (during an in-flight cardiac arrest) a patient was intubated with a 7.5mm endotracheal tube. Intubation was completed and the cuff was inflated with 7ml of air. The crew noted that the cuff would not stay inflated, bougie was placed and the tube was exchanged successfully however the patient ultimately passed away.